Event description:
Patient was scheduled for caudal epidural steriod injection using a brevi cath and while cahteter was being advanced into position there was resistance and re-posititioning did not relieve the resistance. While attempting to remove the catheter the plastic sheath sheared away from the metal part of the catheter and was retained in the spine.